Manufacturer narrative:
Follow-up #1 date of submission 08/14/2015-product analysis: the device was returned and evaluated by product analysis on 07/24/2015 with the following findings: the no-power complaint could not be duplicated with investigation. The pump powered on with a blank display. Moisture was observed behind the display lens. A pump case crack was observed. Leak testing revealed a pump case leak. Moisture was observed on the printer circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.